Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer's blood glucose was 472 mg/dl. The customer stated that she had bolused two hours prior. She declined to change her sensor and declined troubleshooting assistance for the high blood glucose. She stated that the insulin pump alarmed calibration error. She stated that she had not yet treated for the high blood glucose but did not wish to input 472 mg/dl as her blood glucose on the insulin pump because she stated that her blood glucose would run low. She was offered to have paramedics contacted or was advised to contact her doctor regarding how to treat her blood glucose. She declined further troubleshooting, stating that she had to go eat since she was in an institution. She had been on insulin pump therapy for 14 years but did not seem to know how to correct her high blood glucose. She noted that she uses 2 sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.